Event description:
It was reported by service report that the wheels could not roll or turn due to damaged caster horns and flat spotted wheels. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: caster horns.